Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy and a shocking sensation when attempting to place the ipg into MRI mode. Diagnostic testing revealed low and high impedances values. Additionally, due to the impedance values, the system will not go into MRI mode. As a result, surgical intervention may take place in the future to address the issue.